Event description:
When moving a patient, that the lift module dropped out of the track, and dropped the patient approximately 3 ft to the floor. The falling module and/or patient struck a nurse and caused unknown injury. FDA safety report ID# (B)(4).